Manufacturer narrative:
Thermogard xp ivtm system (sn (B)(4) was preliminarily evaluated by zoll services at the customer site. The customer reported complaint for the thermogard displayed error message tcmid:05 (coolant diff failure) was confirmed during the event log review but not during the initial functional test. The root cause was determined to be a faulty pic-16 pc board and temperature sensor likely due wear and tear. The event log was reviewed and confirmed the occurrence of the tcmid:05 error message on the customer reported event date. After the replacement of the faulty parts, the console was tested and failed the calibration test, which is unrelated to the reported complaint. Further testing was performed at zoll san jose and during functional testing, the observed calibration test failure could not be duplicated. A probable cause of the issue was due to the intermittent connection of the hmia unit to the console during the calibration. Fixed the bad connection on the hmia pcb to address the problem. Visual inspection was performed and noted damaged saline bag hook, loose top lid screws and presence of liquid spilled on the cooling engine base likely due to the user mishandling. Following the repair, the thermogard was tested and passed all the testing criteria and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system sn (B)(4).

Manufacturer narrative:
The device investigation is pending. A follow up report will be filed when the investigation has been completed.

Event description:
The thermogard xp ivtm system (sn (B)(4)) displayed tcmid:05 (coolant diff failure) error message. Unknown if the device issue was observed during the patient treatment or device check. No further information was provided. No consequences or impact to patient.